Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g4, h2, h3, h4, h6, h11 corrected fields: d10 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal end broken, insertion tube has obvious knock marks, component failure of the outer tube, component failure of the distal end cover glass, universal cord scratched, sheath wrinkled, image abnormal (blurred, indistinct or noisy, inverted). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image abnormal was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited an image abnormal, the issue occurred during service maintenance. There were no reports of patient involvement.